Manufacturer narrative:
The staff decided to return the pt's blood. Most of the blood was returned, however, the pt sustained an undetermined loss of blood as the circuit began to clot, so not all of the blood in the circuit could be returned. The pt did not exhibit any symptoms, and no medical intervention was required as a result of this incident. Another cartridge blood set and dialyzer were setup on the same machine. During setup the machine again alarmed "air in blood", so the setup was terminated and the machine was removed from service for inspection. Another phoenix machine was setup without any difficulty and the pt resumed treatment without further incident. The pt's condition was unchanged as a result of the incident. He resumed treatment on another machine and was discharged home after receiving his prescribed dialysis treatment. Gambro tech inspected the machine. He was unable to duplicate the reported condition. He did observe that the blood pump rotors were making loud clanking sounds. He proactively replaced the blood pump rotor assembly. He recalibrated the pt sensor and verified that the machine was correctly calibrated and functioning correctly. He ran a setup and simulated treatment with no "air in blood" alarms observed and no other machine problems. He authorized return of the machine to the clinical service. The machine has been used clinically since it was inspected, with no further reported problems.